Manufacturer narrative:
The insulin pump had minor scratched lcd window, broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring in the reservoir tube and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken. The customer reported that the reservoir would not stay. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.